Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her coils had migrated out of her fallopian tube') and urinary incontinence ('bladder complications / incontinence') in a 27-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, premenopausal menorrhagia, dysmenorrhea, secondary dysmenorrhea, ovarian cyst, follicular cyst of ovary and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, for uterus under 2509). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary incontinence, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal distension, abdominal pain, abnormal weight gain, rash, alopecia, tooth disorder, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary incontinence to be related to essure. Lot number: 646520 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her coils had migrated out of her fallopian tube') and urinary incontinence ('bladder complications incontinence') in a (B)(6) year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity premenopausal menorrhagia, dysmenorrhea, secondary dysmenorrhea, ovarian cyst, follicular cyst of ovary and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, for uterus under 2509). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary incontinence, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal distension, abdominal pain, abnormal weight gain, rash, alopecia, tooth disorder, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received: reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her coils had migrated out of her fallopian tube') and urinary incontinence ('bladder complications / incontinence') in a 27-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, premenopausal menorrhagia, dysmenorrhea, secondary dysmenorrhea, ovarian cyst, follicular cyst of ovary and cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy, for uterus under 2509). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, urinary incontinence, pelvic discomfort, heavy menstrual bleeding, pelvic pain, back pain, abdominal distension, abdominal pain, abnormal weight gain, rash, alopecia, tooth disorder, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, dyspareunia, fatigue, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash, tooth disorder and urinary incontinence to be related to essure. Lot number: 646520 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: ticking of final repot box on EU/ca device tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.